Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a foreign hcp via a distributor and manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication. On an unknown date, information was received that the rotor of a synchromed ii pump motor stopped. An investigation will be done and further details would be supplied after the patient's admission to the hospital on (B)(6) 2015. Additional information has been requested regarding event date, device identification, symptoms, troubleshooting, cause of motor stall, resolution, diagnosis for use, drug and outcome, but it was not available at the time of this report.

Event description:
On 2015-11-19, additional information was received from a foreign manufacturer representative (rep). The motor stall first occurred in (B)(6) 2015. It was reported that a catheter access port (cap) was performed to check catheter patency and the catheter was patent. The cause of the motor stall was not determined and has yet to be resolved. The patient was receiving morphine at a dose of 1.3 mg/day for chronic pain.